Event description:
Pump alarming high pressure after attaching new cassette and attempting to prime. Reattached cassette, used alternate cassette, used alternate tubing. Backup pump was functional with new cassette and tubing and unable to resolve high pressure on original pump. Couriered replacement. Dose or amount: 46ml/24hr, frequency: continuous, route: IV; dates of use: from (B)(6) 2017 to (B)(6) 2018; diagnosis or reason for use: pah. "Did the reported product fault occur while in use with a patient: yes; did the product issue cause or contribute to patient or clinical injury: no;" reported to (B)(4) by: patient/caregiver.